Event description:
A 28 mm asd occluder device was implanted at the atrial septum under fluoroscopic and tee guidance. Device security on the septum was tested in its usual fashion of a push-pull technique. The device was secured on the septum, and was then appropriately released. After the release of the device from the delivery cable, the device embolized into the right atrium. Thoracic surgeon was called immediately. The patient had numerous arrhythmias with the device moving around, so they were given anti-arrhythmics. Patient was hemodynamically stable and was anti-coagulated until the or was available two hours later.